Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn and missing at the contrast button. The complaint that the up arrow and down arrow keypad buttons were intermittently unresponsive was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and contamination was observed under the down arrow and contrast key contacts. The up arrow, down arrow, and contrast key contacts were found to be misaligned as well.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up and down buttons were intermittently unresponsive for a couple of months. The reporter stated that rubber part of backlight button was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.